Event description:
It was reported that this pacemaker system exhibited oversensing of the minute ventilation (mv) signal on both the non-boston scientific right atrial (ra) and right ventricular (rv) leads. It was also noted that about a year and a half prior there had been a lead safety switch (lss) on the rv lead due to high out-of-range pace impedance. The impedance has been stable in the 400 ohms range recently. The patient was somewhat dependent but did have an underlying rhythm / escape rate and did not report any symptoms. Isometrics and pocket manipulation were done and noise was not able to be produced. Boston scientific technical services (ts) recommended reprogramming both leads to unipolar pacing and bipolar sensing. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Impedance testing, pacing and sensing were completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this pacemaker system exhibited oversensing of the minute ventilation (mv) signal on both the non-boston scientific right atrial (ra) and right ventricular (rv) leads. It was also noted that about a year and a half prior there had been a lead safety switch (lss) on the rv lead due to high out-of-range pace impedance. The impedance has been stable in the 400 ohms range recently. The patient was somewhat dependent but did have an underlying rhythm / escape rate and did not report any symptoms. Isometrics and pocket manipulation were done and noise was not able to be produced. Boston scientific technical services (ts) recommended reprogramming both leads to unipolar pacing and bipolar sensing. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this pacemaker system exhibited oversensing of the minute ventilation (mv) signal on both the non-boston scientific right atrial (ra) and right ventricular (rv) leads. It was also noted that about a year and a half prior there had been a lead safety switch (lss) on the rv lead due to high out-of-range pace impedance. The impedance has been stable in the 400 ohms range recently. The patient was somewhat dependent but did have an underlying rhythm / escape rate and did not report any symptoms. Isometrics and pocket manipulation were done and noise was not able to be produced. Boston scientific technical services (ts) recommended reprogramming both leads to unipolar pacing and bipolar sensing. This product remains in service. No adverse patient effects were reported.